Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that after the companion 2 driver was removed from the patient it was tested in the clinic and passed the system check. The patient was switched to a backup driver and there was no reported adverse patient impact.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that after the companion 2 driver was removed from the patient it was tested in the clinic and passed the system check. The patient was switched to a backup driver and there was no reported adverse patient impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a record of multiple alarms: system malfunction alarm, left and right vacuum incorrect alarms, cardiac output imbalance alarm, single compressor and dual compressor malfunction alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included power cycling the driver while set to the reported customer settings at time of complaint. A system malfunction alarm annunciated shortly after powering up the driver with left and right vacuums dropping out of specification. This was repeated four times with the same results. A known functional pressure sensor board was installed and the malfunction was not reproduced with the replacement component. The original pressure sensor board was tested again and failed with a system malfunction alarm with loss of vacuums each of five power cycles. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; root cause of the reported system malfunction alarms was determined to be a faulty pressure sensor board. Failure investigation identified no other test failures or damage that could have contributed to the event. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.